Event description:
Sitter select fall alarm flashes green but, when the pt gets off the bed/chair it does not alarm. Disconnecting the pad from the alarm did not cause the alarm to sound. When the "volume" button was activated then the alarm sounded.